Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the lock line break can include, but are not limited to, patient conditions, user technique/procedural conditions (excessive retraction of the lock lever), or manufacturing anomalies (fray on the lock lever). With respect to the patient condition, procedural conditions and/or user technique, lock line break may be influenced by excessive retraction of the lock lever or excessive tension on the lock line during the procedure. It is possible that some procedural conditions during troubleshooting contributed to the break in the lock line, however a definitive cause could not be determined. There does not appear to be any evidence of a quality deficiency associated with this device. Potential causes for the difficulty in opening the clip resulting in entrapment of the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. Based on the reported information, there may have been some procedural conditions preventing the clip from opening; however, a definitive cause for the difficulty in opening the clip could not be determined. As the clip was not able to open to invert, the clip could not be retracted into the left atrium; therefore the reported clip entrapment was related to procedural conditions. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents of clip difficult to open, entrapment of device, and break of the lock line during the procedure for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to invert the clip and remove it from the left ventricle, which required the clip be implanted on only one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. The mr was reduced to 2+. While checking gripper line removability, the mr increased to an unknown grade; therefore, the grippers were raised and the clip was unlocked. While in the left ventricle (lv), the clip was closed to grasping at approximately 150 degrees, and rotated for positioning. An attempt was made to invert the clip to pull it back to the left atrium (la) but the clip would not invert. Troubleshooting maneuvers were performed but were unsuccessful. The clip could not be pulled into the la in this position; therefore, the clip was deployed on the anterior leaflet only and the mr remained at 4+. Slack was noted in the lock line; therefore, the cap was removed and it was observed that the lock line was broken. The cds was removed. Two additional mitraclips were needed to secure the first clip and reduce the mr. The second clip (50103u1/(B)(4)) was implanted and the mr remained at 4+. The third clip (50103u1/(B)(4)) was implanted and the mr was reduced to 3+. Reportedly the final patient outcome was good. No additional information was provided.